Manufacturer narrative:
(B)(4).

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the heater cooler was leaking water at an excessive rate. The product was not changed out as they used towels to soak up water during use. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) verified the heater cooler was leaking. He replaced a degraded elbow and old hose and tested unit for leaks and function. The replaced parts were discarded as they were damaged during removal process, therefore will not be returned to the manufacturer for further analysis. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.